Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat # 5515-f-502; lot # goy7id. Triathlon prim tib baseplate - cemented; cat # 5520-b-400; lot # h3b4sb. Triathlon asymmetric x3 patella; cat # 5551-g-320-e; lot # 5jph. Sterile fluted headless 1/8" pin 3.5" long; cat # 7650-2038a; lot # sc29711d7. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised due to possible infection. A 4x11 ps insert was revised to a 4x13 ps insert. Spoke to rep: confirmed that no further information will be released by the hospital or surgeon.